Event description:
It was reported that during routine replacement of the patient's pacemaker, this right ventricular (rv) lead was capped and abandoned due to an unspecified malfunction. A new rv lead was successfully implanted and no additional adverse patient effects were reported.